Manufacturer narrative:
D9: (B)(6) 2025. H6: updated. H3: one device was received. Device was visually inspected and the downstream occlusion (dso) seal was found to be bubbled. During the functional testing, the customer reported complaint was confirmed. The cause of the issue was found to be a damaged dso sensor. The dso sensor and seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone:(B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a remove and reattach cassette alarm. There was unknown patient involvement.